Event description:
Allegedly, patient revised due to elevated cobalt and chromium levels. Patient also has synovitis, moderate joint effusion with fraying and degeneration of the abductor tendon cuff. X-rays demonstrate diffuse bone loss in her trochanter/intertrochanter area. Additionally, the patient has congestive heart failure.